Event description:
It was reported that tandem mobi pump generated a cartridge alarm during cartridge loading, and caller was unable to successfully resume insulin therapy despite following prompts in mobile app. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge and delivered a 9-unit bolus as instructed, then attempted to reload original and new cartridges, but cartridge alarm recurred, so technical support arranged replacement of pump and original cartridge, provided instructions for storage mode and return of problematic pump, confirmed shipping details for replacement pump, and advised customer to contact healthcare provider for backup insulin therapy and to program pump settings and reconnect continuous glucose monitor on replacement device.